Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.